Event description:
It was reported that a patient underwent a pvc procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the biosense webster inc. Product analysis lab observed the peek housing component broken with exposed parts. Initially a deflection issue was reported. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no patient consequence reported. The deflection issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-jan-2023, the peek housing component was found broken with exposed parts. The returned condition of the peek housing component was found broken with exposed parts was assessed as MDR reportable. The awareness date for this reportable lab finding was 18-jan-2023.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-jan-2023. The investigation was completed on 18-jan-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip was observed semi-deflected with the piston up. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and deflection evaluation of the returned device was performed following bwi procedures. Visual inspection was performed and the peek housing component was found broken with exposed parts. Then, the deflection test was performed and it was found within specifications. The damage observed on the peek housing could be related to the handling of the device after procedure. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿deflection issue¿. -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided by the customer. -investigation findings: mechanical problem identified (c07) investigation conclusions: cause not established (d15) / component code: housing (g04070) were selected as related to the biosense webster inc. Analysis finding of the ¿peek housing component broken with exposed parts¿. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 23-feb-2023, noted a correction to the 3500a initial as in d4. Expiration date was submitted as 27-jun-2025. It should have been 15-jun-2025. Therefore, updated this field.